Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted several cuts in the outer insulation and the suture sleeve. No visible anomalies were noted on the seal rings of the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The device was returned and analysis confirmed that there was a hole in the seal plug of the right ventricular port, which would have contributed to the clinical observations observed when this lead and device were implanted. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant of this device, noise was noted on the right ventricular (rv) lead when the pocket was being closed. The noise varied in amplitude and did not appear like typical air bubble noise. The noise intermittently increased when the header was manipulated in the pocket. In addition, the noise did not result in any pauses in pacing for more than two seconds. The device was then programmed to asynchronous pacing to avoid pacing inhibition and the rv lead was then disconnected from the device. No abnormalities were noted on the lead¿s terminal pin. A new rv lead was implanted and was tested through the pacing system analyzer (psa). The same noise was again observed. The physician decided to replace the device as well. When the second device and second rv lead were connected, no further noise was observed. The first device and rv lead were then visually examined. A small puncture is seen in the device¿s seal plug and along the depression slit. Also, the rv lead had a noticeable cut in the insulation and the suture sleeve. The physician believed the lead and the sleeve were likely cut accidentally during the implant procedure. No adverse patient effects noted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.